Manufacturer narrative:
D9. Returned to manufacturer date was updated. Device evaluated by MFR: the device was returned for analysis. Visual inspection was performed and a section of the polymer jacket was peeled from the tip at the distal section and the wire was kinked. No other issues were noted in the device. Under the microscope, it was confirmed that the polymer jacket was peeled from the tip; however, polymer residue was observed to be attached to the core wire and the very tip was covered. Dimensional inspection was performed and the measured dimensions were within specification. Photos were inspected and the distal tip damage (jacket peeled and kinked) were observed. No other issues were identified during the product analysis.

Event description:
It was reported via medwatch (B)(4) that the wire tip detachment occurred. The chronic totally occluded target lesion was located in the superficial femoral artery (sfa). Two 300cm straight tip v-14 control wire guidewires and a 135cm rubicon 35 guide catheter were selected for use. During the procedure, it was noted that the tip of the first guidewire became stuck at the end of the rubicon catheter and sheared off in the distal left sfa. The detached fragment remained in the patient's body. The physician did not attempt to retrieve the wire tip as there was no flow in this segment. Subsequently, the second guidewire was used but could not cross into the true lumen and the distal tip of the wire also became stuck at the end of the rubicon catheter. The physician pulled out both catheter and wire at the same time through the sheath. The wire was frayed but intact. The physician removed everything from the sfa and aborted the procedure. No complications were reported and the patient was fine post procedure.

Event description:
It was reported via medwatch (B)(4) that the wire tip detachment occurred. The chronic totally occluded target lesion was located in the superficial femoral artery (sfa). Two 300cm straight tip v-14 control wire guidewires and a 135cm rubicon 35 guide catheter were selected for use. During the procedure, it was noted that the tip of the first guidewire became stuck at the end of the rubicon catheter and sheared off in the distal left sfa. The detached fragment remained in the patient's body. The physician did not attempt to retrieve the wire tip as there was no flow in this segment. Subsequently, the second guidewire was used but could not cross into the true lumen and the distal tip of the wire also became stuck at the end of the rubicon catheter. The physician pulled out both catheter and wire at the same time through the sheath. The wire was frayed but intact. The physician removed everything from the sfa and aborted the procedure. No complications were reported and the patient was fine post procedure.